Manufacturer narrative:
This is a final report. The medical event was related to customer using an incompatible test strips. Therefore no further investigation of the product is required.

Event description:
Customer's family member reported that the customer was unable to check his blood glucose levels because he purchased an incorrect test strips. Caller further reported that the customer subsequently experiencing blurry vision, dehydration, and urinating constantly. Customer was seen by the doctor and diagnosed with hyperglycemia. Customer was treated with unspecified medication intravenously. There was no report of death or permanent injury associated with this event.